Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of sensing and loss of capture. The lead was not used. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).